Event description:
Additional clarification was received (B)(6) 2019 indicating the issue occurred in the middle of the procedure, after one anchor had been placed. After the y knot was inserted, the sutures detached during the confirmation of anchor securement. The sutures came off, however the anchor remained secured in place. The anchor did not break apart and no fragmentation occurred. No additional medical intervention was required due the reported issue. Based on the additional information received, this report is now being raised on the basis of malfunction and not injury as previously reported.

Manufacturer narrative:
Corrections to the following fields; report changed from adverse event to product problem. Information previously reported is no longer applicable. Additional information received. Report changed from serious injury to malfunction. The customer complaint as reported is inconclusive. Although originally thought to be available for return and evaluation, the device in question remains implanted. The device will not be returning for evaluation and no photographic evidence was provided; therefore, a root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only case for this lot and failure mode combination. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 15 devices, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to inspect the instrument prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instrument to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported issues with the y-knot flex 1.3mm all-suture anchor with one #2 white/blue hi-fi suture, item # y1301, lot # 973024 that occurred (B)(6) 2019 at (B)(6) during a bankart shoulder stabilization procedure involving a (B)(6) male. It was reported that during withdrawal of the input handle, threads followed out. The doctor had to put in another anchor, but placement was not ideal on the second one because the broken anchor could not be removed. It is indicated that the procedure was successfully completed using an alternate y1301 (different lot) but with a 20-minute delay. To date, although multiple attempts have been made to gather additional information, no information has been provided. This report is being raised on the basis injury due to the anchor fragment left in the patient.